Event description:
Primary stability and osseointegration achieved. The prosthetic part got unscrewed due to the breakage of the implant collar. The included x-rays did not give any further explanation.